Event description:
It was reported that oversensing noise was detected on the right ventricular (rv) lead. The rv lead will be monitored. There were no adverse health consequences, the patient was stable.